Manufacturer narrative:
"Kidney damage".

Event description:
The pt underwent spinal fusion and since the procedure, the device did not work the same. Impedance testing confirmed that one of the electrodes was not functioning. It was also stated that the pt has kidney damage and she believes it is a result of the device. Per the physician, the lead was broken. The system was replaced. The outcome remains unknown.